Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the latch screw missing from the siderail. The technician replaced the latch screw to repair the stretcher.